Manufacturer narrative:
The "date of this report" provided in the initial report was discovered to be incorrect. The date that an employee of the company was first informed by the distributor.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument. The fse found the differential mixing motor was running slowly. The fse replaced the motor, which repaired the reported issue. (B)(4).

Event description:
The customer reported the coulter lh 750 hematology analyzer was generating sensor errors. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.